Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy and will receive a replacement pump with updated software. They were instructed on the necessary steps to take with the replacement, including returning the defective pump using provided shipping materials.